Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The annular dimensions of the native valve are a mean diameter of 25mm, a perimeter of 79mm, and an area of 468mm2. During the procedure, a pre-dilation was performed with a 24mm non-abbott balloon. After the valve was deployed at a depth of 6mm ncc/lcc, there was severe ar and pvl noted. The patient ended up having low blood pressure and required CPR for 1 minute. A post-dilation was performed with a 24mm non-abbott balloon. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
An event of paravalvular leak (pvl) and aortic valve regurgitation was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the final implant depth was 6 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a root cause for the reported pvl could not be conclusively determined. The reported aortic valve regurgitation could be related to procedural conditions but this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The annular dimensions of the native valve are a mean diameter of 25mm, a perimeter of 79mm, and an area of 468mm2. During the procedure, a pre-dilation was performed with a 24mm non-abbott balloon. After the valve was deployed at a depth of 6mm ncc/lcc, there was severe ar and pvl noted. The patient ended up having low blood pressure and required CPR for 1 minute. A post-dilation was performed with a 24mm non-abbott balloon. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was in stable condition at the end of the procedure.